Event description:
The pt was admitted to the hospital for removal of his ventriculoperitoneal (vp) shunt secondary to a growing subcutaneous fluid collection along the left side of his neck. A shunt series was performed and showed evidence of a shunt disconnection of the cervical thoracic junction. The pt's shunt was suspected of shunt disconnection/fracture. At the time of surgery, it was determined that the peritoneal catheter tubing was sheared distal to the valve assembly. The vp shunt valve and portion of the proximal peritoneal catheter was removed. The abdominal part of the catheter was not retrieved/the pt authorized the hospital to send his surgically removed vp shunt to the MFR.

Manufacturer narrative:
The alleged failure can be confirmed. The distal catheter appears to have burst following a strong internal shunt over-pressurization. The reservoir also shows signs of injection. The device history file demonstrates both the catheter and the reservoir conforming to manufacturing specifications. One hypothesis can be advanced to explain this isolated event: the neurosurgeon may have determined that the shunt was occluded, and that normal csf drainage had ceased. In order to test the shunt's patency, the implanted catheter was probably exposed to a pressure in excess of its bursting resistance by an unusually high injection pressure, with a syringe smaller than 10 ml, inside the reservoir, after clamping the ventricular catheter. No corrective action was decided, as this is the first case of a bursting catheter to have been reported to sophysa. The instructions for use give thorough handling precautions for patency testing, as well as recommendations for reservoir injections, and csf sampling. At this time, the complaint is considered to be closed.